Event description:
It was stated the patient thought the leads had slipped. It was reported that the patient experienced inadequate pain relief. The patient stated that at his annual evaluation about a month ago, he did not feel his stimulation. The patient noted that he hadn¿t seen a physician for his stimulator in ¿forever¿ as it had been working fine. The stimulator was fully charged, and the patient was able to make programming changes, but could not feel any stimulation. There was no burning sensation, ¿short circuit,¿ or heating sensation felt anywhere along the system. It was also noted that the patient¿s pain levels were higher since losing stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 377875, lot# j0555563v, implanted: (B)(6) 2005, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 377875, lot# j0555563v, implanted: (B)(6) 2005, product type: lead. (B)(4).